Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation the following conclusions have been reached. All pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided." It should be noted that the current gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.¿ the devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for these devices, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as valid lot numbers were not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation the following conclusions have been reached. All pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided." It should be noted that the current gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.¿ the devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for these devices, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as valid lot numbers were not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2003: iredell memorial hospital. Roger roark, md. Indication: this is a 48-year-old man with symptomatic progressively enlarged ventral hernia. He has no previous history of surgical procedure. Implant procedure: ventral herniorrhaphy with a 15 cm x 19 cm dual mesh. [Implant: gore® dualmesh® biomaterial, 1dlmcp04/01272091, 15cm x 19cm x 1mm thick, oval.] Implant date: (B)(6) 2003 (hospitalization ni). (B)(6) 2003: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: multiloculated ventral hernia. Assistant: cindy gregory, rn. Anesthesia: general endotracheal. Findings: multiloculated ventral hernia involving the supra and infraumbilical abdomen anteriorly. Procedure: ¿with the patient supine upon the operating table with a satisfactory level of general endotracheal anesthesia had been achieved, a foley catheter had been placed in the urinary bladder and og tube was then positioned by the anesthesiologist. A small transverse incision was made in the lower abdomen and a veress needle was introduced into the peritoneal cavity. Saline was instilled, was noted to flow freely and a pneumoperitoneum of 2 liters of c02 was achieved. A 5 mm trocar was then positioned intraperitoneally and a laparoscopic camera was introduced. Examination revealed the multiloculated incisional hernia. A small transverse incision was made in the lateral quadrant of the left abdomen and under laparoscopic vision a 10 mm trocar was then positioned. The dissecting forceps was then introduced and the omentum was then removed from the multiloculated hernia sac without difficulty. There was no evidence of small bowel involvement. Following complete removal of the omentum from the loculated hernia sacs, a recheck for hemostasis revealed it to be excellent. Hemostasis was achieved with small hemoclips. The fascia defects were then readily identified and two defects were present just inferior to the umbilicus and a larger defect in the upper central quadrant was noted. The entire area of defects was measured and a 15 x 19 cm graft was chosen as the appropriate size to cover the defects as well as to cover an additional 4 cm of abdominal wall in all directions from the defect. The graft was then sutured with gore-tex sutures and was marked with sterile marking pen to allow intraoperative orientation. The graft was then rolled and was placed in a retrograde manner in the 10-12 trocar which was removed from the abdominal wall. The graft was then easily extruded into the abdominal wall and the graft was rolled out. Using the abdominal suture passer the small transverse incisions, were then made superiorly, inferiorly, medially, and laterally and using the suture passer the previously placed sutures and grafts were grasped and the graft was then elevated to the anterior abdominal all without difficulty. The sutures were tied over fascial bridges without undue tension. The spiral tacker was then introduced as the graft was to be tacked to the abdominal wall with pressure on the abdominal wall, it was noted that the superior suture had broken. This was felt to be secondary to the needle passer which apparently had frayed the suture. The graft was grasped without difficulty and was elevated to the area of the previous fascial bridge. A small transverse incision was made and a small hemostat was introduced without difficulty and the graft was grasped and was re-sutured with 2-0 surgilon suture. This allowed secure attachment to the anterior abdominal wall superiorly without difficulty. Again, examination of the graft revealed that a second suture was also markedly frayed and it was felt that the suture passer was fraying the suture material. At the point it was elected to make a small midline abdominal incision and to directly suture the graft to the anterior abdominal wall using the technique with fascial bridges and using 2-0 surgilon sutures. Following completion of the suturing, a recheck for hemostasis revealed it to be excellent. The graft was sutured securely in all directions. Additional tacking sutures were placed at the margin of the fascial defect to secure the graft. The unattenuated fascia was approximately with 2-0 surgilon sutures without difficulty. The operative site was irrigated with saline and the subcutaneous tissue was then irrigated with saline and was approximated with 3-0 dexon and the skin was closed with staples. The left abdominal quadrant 10-12 trocar sire was then closed with a figure-of-eight 2-0 surgilon suture. The trocar sites were then closed with 4-0 dexon and the skin with skin staples. Dressing was applied. The patient tolerated the procedure well, was awakened, extubated, and taken to recovery room in good condition.¿ (B)(6) 2002: (B)(6) hospital. Implant sticker: implant: dualmesh corduroy antimicrobial. Item#: 1dlmcp04. Lot#: 01272091. The records confirm a gore® dualmesh® biomaterial (1dlmcp04/01272091) was implanted during the procedure. Revision preoperative complaints: (B)(6) 2006: carolinas healthcare system. (B)(6), md. Indication: this is a 51-year-old man who is status post repair of supraumbilical ventral hernia with mesh. He has developed a symptomatic recurrence at the superior edge of the previous hernia repair. Revision procedure: repair of recurrent ventral hernia with implantation of mesh. Revision date: (B)(6) 2006 [hospitalization dates unknown]. (B)(6) 2006: carolinas healthcare system. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Resident surgeon: (B)(6). Anesthesia: general. Wound class: class I- clean. Procedure: ¿the patient was taken to the operating room and placed in the supine position. Following the administration of general anesthesia, the abdomen was prepped with betadine solution and draped in the usual sterile fashion. Approximately a 5.0 cm incision was made at the superior aspect of the previous incision. Dissection was carried through the skin and subcutaneous tissue, and upon entering the deep subcutaneous tissue and down to the anterior abdominal fascia where it was disconnected from the anterior abdominal wall fascia. The hernia sac was noted to be containing herniated preperitoneal fat with no bowel contents. The intraabdominal and preperitoneal fat were reduced, and the patient was noted to have a round, an approximately 3.0 cm in diameter, fascial defect. The anterior abdominal wall was retracted anteriorly and adhesions were taken down from the undersurface of the anterior abdominal wall using sharp dissection and electrocautery, until approximately 10 cm peripherally where the adhesions were taken down, also superiorly. The preperitoneal fat was also excised from the undersurface of the anterior abdominal wall. Inferiorly, the preperitoneal mesh which was intraabdominally was noted to be ptfe, and adhesions came down easily from the undersurface of the graft. Again , once the adhesions in the preperitoneal fat were cleared for approximately 10 cm peripherally, and 18 x 14 cm composite kugel mesh was then inserted into the abdominal space, and centered around the fascial defect and spread out behind the abdominal wall. The peripheral aspect of the graft was tacked to the undersurface of the anterior abdominal wall with a spiral tacker. Then the graft was fixated to the undersurface of the anterior abdominal wall with transfascial horizontal mattress sutures using #1 prolene sutures circumferentially. Approximately four sutures were placed between the old graft and the new graft to further fixate inferiorly. The mesh was irrigated with the antibiotic solution and the fascia was closed over the mesh with horizontal mattress 0 pds sutures. The subcutaneous tissue were irrigated and closed with 3-0 vicryl sutures, and the skin was closed with 4-0 monocryl subcuticular sutures and dermabond. The patient tolerated the procedure well. The estimated blood loss was minimal, and the patient received 750 cc of IV fluids. He was taken to the recovery room in satisfactory condition. Needle and sponge counts were correct x2. Please note that I was present throughout the entire procedure.¿ (B)(6) 2006: carolinas healthcare system. Implant sticker. Implant: bard composite (B)(6) patch. "The investigation has been completed. Based upon the totality of the information received over the course of the investigation the following conclusions have been reached. All pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided." It should be noted that the current gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.¿ the devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for these devices, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as valid lot numbers were not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2003 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: dense adhesions, recurrence, and pain and suffering. Additional event specific information was not provided. Information from outside of gore received on march 01, 2023 contained the following: birthdate changed from (B)(6) 1954.